Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was using an out of warranty pump and the caller mentioned having another pump available that they would switch to. No additional patient or event information was available.